Event description:
It was reported that thrombosis occurred. A left atrial appendage (laa) closure procedure was being performed, and a watchman fxd curve access system (was) was selected to be used. During the procedure a thrombus was noted via transesophageal echocardiography (tee) on the was sheath in the right atrium (ra) before transeptal puncture (tsp). Heparin was administered in two halves one before the tsp and the other afterward. The first activated clotting time (act) was taken post tsp and was within the therapeutic range (200 to 300 seconds). The thrombus was successfully resolved through removal and flushing of the was sheath and dilator. The patient is fully recovered.